Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] 1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During inspection, foreign material was found clogging the air/water nozzle which caused the poor flow issue. In addition, the device's up directional knob did not meet with functional specifications due to its angle wire being stretched; the adhesive on the bending section cover was chipped, cracked and cloudy; the image guide protector was damaged; the forceps channel port was damaged; switch buttons 1 and 4 were worn; the objective and the light guide lenses had peeling adhesive; the connector cover was dented; and the connecting tube was scratched and discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer the evis lucera gastrointestinal videoscope had poor flow at the air/water nozzle. No patient injury reported. The device was returned to olympus medical for evaluation. During inspection, foreign material was found clogging the air/water nozzle which caused the poor flow issue. This medical device report (MDR) is being submitted to capture the reportable malfunction (foreign material at nozzle) found during evaluation.